Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01481. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The device was deployed and partially recaptured multiple times to try and achieve optimal positioning within the appendage. They decided to fully recapture and use a smaller sized device. They advanced a 24mm wds and the closure device was successfully deployed and released without complication. There was no sign of post-procedure pericardial effusion on transesophageal echocardiogram (tee). However, the following morning, the patient started to become symptomatic. A routine tee revealed a small effusion and a thrombus formation on the face of the closure device. A drain was placed and 310ml of fluid was removed; the patient¿s symptoms resolved. The patient was placed on oral anticoagulation per protocol. The patient was discharged in good condition.